Manufacturer narrative:
Investigation on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That an adson bipolar forceps 1.0mm127mm (part # us339) was used during a procedure performed on (B)(6) 2022. According to the complainant, during the procedure, the patient was burned on the cheek while using bipolar. The complaint device was returned to the manufacturer for evaluation. The burn was treated with ointment. Although requested, additional information has not been made available. The malfunction is filed under aic reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the complaint device was returned to the manufacturer for evaluation. A visual examination revealed that the tips of the device were charred and pitted, while the rest of the device appeared to be in good condition. No other damage was visible. The device history records (DHR) were reviewed for the provided serial number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. There was no evidence to suggest any defect in the design, materials, or workmanship of the device. Based on the investigation results, the most probable root cause was determined to be operational error.